Manufacturer narrative:
One medfusion pump was received in good condition with no appearance of physical damage. The event history log was reviewed and there was a bridge sensor test message. The power up process was conducted as well as a check and test of the force sensor. The reported force sensor bridge test error was found at power up and the force sensor was unable to be calibrated. The main board did not operate as intended. The cause of the issue was unable to be determined since no physical damage was found on the mainboard. The mainboard will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure: force sensor bridge test and the main printed circuit board (pcb) was defective. The issues were discovered during preventative maintenance testing and there was no patient involvement.